Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) device experienced pain and discomfort due to device migrating up towards the clavicle. Subsequently, the patient underwent a pocket revision, and this device was placed sub-muscular. This device remains in service. No additional adverse patient effects were reported.